Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11476, 11477. The patient received four leads, and two have the same lot number (off-label use). It was reported the patient was unable to increase the amplitude of the system. The sjm representative met with the patient and determined the patient had multiple contacts with invalid impedances. A second reprogramming session found additional contacts with invalid impedance. It was reported the patient could not feel the stimulation despite the amplitude being increased. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.